Manufacturer narrative:
Orthalign reviewed the injury with the surgeon and discussed possible causes. The surgeon noted that because no complications were observed during the case, it would probably not be possible to determine the cause. Note: that "reuse", refers to the reusable orthalign plus instrument set, catalog number 403007, and not the single-use navigation unit, catalog number 403001. Usage of the navigation unit was "initial use of device". Usage of both catalog numbers was as intended.

Event description:
A patient injury occurred during a total hip arthroplasty procedure where an orthalign plus system was used for navigation guidance. No complications or malfunctions were noted during the procedure. The patient complained of a leg problem on the operative side the second day after surgery. It was diagnosed as femoral nerve palsy. The patient's condition was improving on the third day. The surgeon did not know the cause of the injury. It was not attributed to the orthalign plus system, but the system was used in the procedure. The incident was reported by a distributor to orthalign on (B)(6), 2014. F/u info was obtained on (B)(6), 2014. The surgeon met with the patient for further evaluation. The patient was "doing much better", with improved quad muscle strength, and a "likely full recovery" was expected.